Event description:
A caller reported an issue involving a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the error did not reoccur, allowing the caller to successfully start their sensor session.